Event description:
It was reported the programmer displayed an error message at start-up. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device powered up with a system error (spool error). Device shut down and will not power up again. Power supply found out of electrical specification. Printer drawer is broken.